Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a device manufacturer representative indicated the cause for the difficulty was not determined. It was noted they were able to refill under fluoroscopy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving lioresal (unknown concentration at 125 mcg) via an implantable infusion pump. The indication for use was noted as intractable spasticity. It was reported the patient came in for a pump refill and the provider was unable to access the pump reservoir despite many attempts and verbal cues from two representatives. The pump was lateral on the patient and the provider was unable to palpate three edges of the device. Multiple different attempts were made without success. Interventions included the patient would have the pump refilled under fluoroscopy within the next week. No symptoms were reported. The issue was not resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.